Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The field service technician performed a visual inspection and an event history log review. The functional-test and the event history log review verified the f38 alarm code. The cause of the f-38 alarm code was determined be damaged force sensing resistors. The parts were not in stock to repair the device and the device was sent for destruction. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an f38 alarm code. No additional information is available.